Manufacturer narrative:
(B)(4). PMA/510(k) this product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the affected drylines of the rt204 adult breathing circuits were returned to fisher & paykel healthcare (B)(6) for inspection. The returned drylines were visually inspected for damage. Results: visual inspection confirmed the reported fault. A hole was found near the connector for both drylines. A lot check revealed 4 other complaints of this nature for lot number 100218. Conclusion: we are unable to determine the root cause of the reported fault. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The rt204 user instructions state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of complaints involving broken or damaged tubes in adult breathing circuits has a rate of occurrence of 7 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in (B)(6) reported via a distributor that a hole was found in each of the dry line tube of two rt204 adult dual-heated breathing circuits. This was noticed prior to patient use. No patient consequence was reported.